Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (overvoltage set flags) was confirmed. Upon investigation the monitor was displaying a service code 110 (overvoltage cleared no energy) and failed an incoming pulse test. The cause for the failure was isolated to an intermittent connection at inter-pca jumper j1000 on the monitor computer/analog pca. The root cause for the damaged j1000 jumper could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing overvoltage set flags.